Event description:
It was reported that during a gastric bypass with roux en y procedure, the device stuck in the firing position and the release lever would not work when the surgeon proceeded to press down on it to release. He had to manually open it. There was no pt consequence.